Event description:
The pt was last seen in the ER on (B)(6) 2013 for clots. The pt returned to the ER on (B)(6) 2013 for unspecified reason; however, it was reported that the visit was not for a clot. Since the customer was known to have clots, a correlation was performed using a blood sample that was run on both the triage d-dimer test and the acl elite. The triage d-dimer test result was negative and the acl elite test result was positive. There was no additional info provided.

Manufacturer narrative:
Action: investigation of calibrator h (n=32) and returned pt sample (n=3) on triage retention d-dimer lot w53724. Observations will be for discrepant low recovery. Investigation and conclusion: observations for discrepant low d-dimer recovery as follows: no discrepant or low values were observed on any devices tested with cal h. All data points were within the mfg 2sd range, with a %cv of (B)(4), within the mfg final release specifications. All data points from devices tested with returned sample was returned refrigerated. According to the d-dimer package insert the plasma sample should have been returned frozen. Unable to verify the quality of returned sample. Customer's observations were not reproduced with in-house products. As of 08/20/2013, there are only (B)(4) complaints against d-dimer lot w53724. No product deficiency was established.